Event description:
After therapy was ended due to a power outage, it was reported that the home patient (hp) used the same supplies to set up for another therapy. The hp stated power was lost in the residence and when the power was restored the home choice (hc) displayed end of therapy. The hp stated they went through the end of therapy process and proceeded back into the setup and therapy using the same supplies. The hp was connected to the hc in fill four at the time of the event. The technical service representative (tsr) assisted the hp with ending therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. The guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.